Event description:
The male pt had a lesion in the proximal left anterior descending and in the proximal circumflex artery. The vessel characteristics for the proximal left anterior descending were as follows: the lesion was type b1, de novo; the lesion contour was irregular, readily accessible proximal segment, angulation (greater than 45 degree and less than 90 degree) eccentric moderately calcified. A 2.25x13mm cypher select plus stent was implanted without predilation. The vessel characteristics for the proximal circumflex artery were as follows: the lesion was type b1, de novo, ostial, th lesion contour was irregular, angulation (greater than 45 and less than 90 degree), moderate tortuosity, eccentric, and calcification was moderate. The 3.00x23mm and 2.50x13 cypher select plus stents were implanted without predilation. The stents were not overlapping. Approx 9 days after the procedure, the pt experienced a non q-wave myocardial infarction which was related to a target vessel. The following day, angiography revealed thrombosis in the proximal circumflex requiring re-pci with balloon angioplasty. At the one month follow-up, the pt reported angina.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-00262. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.